Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, 8 endoanchors were implanted for the treatment of a type ia endoleak. The endoleak was not resolved, however was reported to have reduced and no further treatment was completed. It was noted that the procedure was considered successful overall. No endoleak was noted on a follow-up ultrasound carried out on (B)(6) 2017. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.